Manufacturer narrative:
(B)(4).

Event description:
It was reported that this single-chamber pacemaker system was explanted due to a pocket infection. A new pacemaker device and a new right ventricular (rv) lead were implanted twelve (12) days later. No additional adverse patient effects were reported.